Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during dwell one of peritoneal dialysis therapy. The patient disconnected and restarted therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.